Event description:
On (b) (6 010, pt transferred from outlying facility for pci of 70% ostial rt. Pda. A 2.75x12 taxus liberte deployed, then dilated with 3.0x8 quantum maverick. Final films reveal 0% residual stenosis and timi iii flow. Medicated with asa, plavix, angiomax, and integrilin. Discharged (B) (6) 2010, on asa and plavix. On (B) (6) 2010, returns to outlying facility with stemi. Transferred to our facility for emergent cath/pci. Films reveal 95% distal rca stenosis with thrombus at takeoff of rt. Pda which was previously stented. An export thrombectomy catheter introduced and 2 passes made through thrombosed area. A 4.0x20 taxus express deployed in drca with 0% residual stenosis. However, pda remained occluded. Multiple attempts were made to cross into this small vessel, but the lesion could not be crossed. Medicated with asa, plavix, heparin, angiomax, and integrilin. Discharged home on asa and prasugrel.